Event description:
It was reported that the reservoir was occluded. Customer stated she changed the infusion set due to there was a leak during bolus and then got no delivery alarm. Customer's blood glucose was 264 mg/dl. Troubleshooting was done. The issue was resolve by changing the infusion set and reservoir. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.